Manufacturer narrative:
Additional manufacturer narrative: the device was not available for return as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the severe stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. As no reoperation has occurred, the device was not returned to edwards for analysis. The root cause for the severe stenosis remains indeterminable. See also MDR for s/n (B)(4). The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information for a patient who had a 3000 19mm aortic pericardial valve with an implant duration of 8 years, 7 months, and 13 days at the time of notification. The reason for the failing valve was noted as severe stenosis. The patient was considered to be "very sick." Therefore, the site opted to do only the mitral valve replacement and see how the patient recovers before implanting another transcatheter valve in the aortic position. The patient is scheduled to undergo an echocardiogram in the future.